Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint was confirmed. The evaluation revealed metal gouging on the od of inner tube and ID of outer tube by distal end. Complainant's event is typically caused by excessive bending forces applied to the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that two 4.0mm curved sabretooth burrs were being used in a shoulder arthroscopy procedure. The first sabretooth burr was producing shavings when surgeon was shaving cuff tissue as well as a bony defect on the glenoid. The second sabretooth burr was opened, and was having the same issues as the first one. For both of these burrs, they were running the shaver at 2500rpm's and in aggressive mode. The shavings were removed by the shaver and suction, but some debris still remains in the patient's soft tissue since they were too small to retrieve. The surgeon switched to using a 4.0 bone cutter to complete the procedure successfully.